Event description:
It was reported that a symptomatic patient presented with palpitations for a follow-up. An exit block and rv lead dislodgement were observed. Twiddler's syndrome was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.